Manufacturer narrative:
The probe was returned for product analysis. The tip of the returned probe appeared to have been scrubbed with some kind of abrasive that had partially removed some of the scale lines and numbers. The probe was otherwise intact and functional. The overall cause was suspected to be misuse. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the scale on the lumbar probe had disappeared and was difficult to see. The numbers on the scale were worn down, so they could no longer be read clearly. There was no patient involvement.